Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis reported issues with the pump related to performance and migration. It was reported that the patient had undergone several re-do's; the meaning of this phrase was not clarified. No patient complications were reported and no additional information was provided.